Manufacturer narrative:
Additional information received indicates that the customer did not return the device, however they did submit the log files for review. The device was used in non-invasive ventilation (niv) in which the o2 sensor was disabled but no o2 mismatch or o2 concentration low alarms were observed. Based on the available data, there is no evidence of a hardware malfunction, and no o2 mismatch alarms were captured in the logs, therefore the customers reported issue could not be confirmed. As a precaution, the o2 cell was replaced and calibrated by the field service engineer (fse) and the device passed all tests.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device exhibited an o2 mismatch alarm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.